Event description:
It was reported that there are lp cr plus devices in the field whose hardware is configured as a fully automatic device, however, the software is configured for that of a semi-automatic device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.